Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had consistent high blood glucose (bg) levels (200s mg/dl) with moderate ketones that did not correct after bolus deliveries. System check was performed with tandem technical support and the pump performed as intended. Customer indicated that health care provider would be consulted for bg management.